Event description:
It was reported through clinic notes that the patient was feeling a pulling sensation from her vns while laying down. The doctor adjusted settings as a result. The clinic notes then indicated the patient was referred for replacement. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported by the physician that the patient's surgery was not due to the lead pulling sensation. The relationship of this event to the vns was unclear. The reason for surgery referral was prophylactic replacement. It was reported that the diagnostics had last been taken in 2014 and was within normal limits. No further relevant information has been received to date.